Manufacturer narrative:
Once new information is received, a follow-up report will be submitted.

Manufacturer narrative:
Subsequent information confirmed no device malfunction; however, it was noted the associated right ventricular lead was dislodged. Via surgical intervention, the physician was able to successfully reposition the lead in the absence of adverse patient effects. No allegations against any bsc implanted products. At this time, both the device and lead remain implanted and in service. If new information is received a follow-up report will be submitted.

Event description:
Boston scientific received information that the patient with this device underwent a non-cardiac surgical procedure necessitating the deactivation of the implanted system. Following completion of the procedure, the system was reactivated at which time, low r-waves and loss of capture were observed. While there were no allegations against the implanted device and no adverse effects reported, the physician along with the boston scientific field representative will intervene to assess resolution.